Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time was unknown. Unable to troubleshoot. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. Unable to verify the motor error alarm due to no button response. Unable to test basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The motor passed the motor test. The pump was received with minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.